Event description:
It was reported the pt came in because a stent that had been placed 2 years prior had closed off. Two additional stents were placed; one inside the 1st stent and the 2nd stent placed distally to the first, which closed off within minutes of placement. After successfully placing a third stent in the biliary system and upon removal of the catheter system, the outer catheter marker band came off and became lodged in the biliary. An unsuccessful attempt was made to snare the marker band. The marker band was pushed further into the biliary so the pt could pass it. No additional complications were reported.